Manufacturer narrative:
A1-a4 is unknown. The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record.

Event description:
It was reported that the occluder was deformed and failed to assume its intended shape upon deployment. The procedure was completed successfully with another device.